Manufacturer narrative:
(B)(4). Batch # u5eg25. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload loaded on the device. The reload was received fully fired. The returned cartridge was good and two b-formed staples were found on the cartridge deck. Also, a battery pack was installed on the actual complaint device. The device was tested for functionality in the straight position with a test reload and a test battery achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to be nicked. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: please explain what is meant by the device tore the blood vessel by mistake. When the surgeon tried to open/close the jaws, his hands shook and the device tore the blood vessel. Did an alleged deficiency of device performance lead to the tear? No, it was an operation mistake. What is the current patient status? The patient is under a follow-up in ICU as of mar.11. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open left upper lobectomy, when the jaws were opened/closed, the device tore the blood vessel at the central side by mistake and bleeding occurred at the 2nd firing. Massive bleeding occurred because of the damage. The device was used on the blood vessel. The staples were deployed properly. The procedure was converted to an open procedure to complete the case. The patient is a male. He regularly visits a doctor for a follow-up.